Event description:
On (B)(6) 2025 the user experienced severe hypoglycemia with a bg of 23 mg/dl and was found unconscious while using the ilet. The user was treated by ems and hospitalized, where glucagon was administered before being discharged the same day. The user resumed ilet therapy after recovery and reported no further issues.